Manufacturer narrative:
The catalog number is unknown, if received it will be provided. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
The filter subsequently malfunctioned and caused injury, and damage including, but not limited to: tilt, perforation and fracture of the ivc filter struts. As a direct and proximate result of these malfunctions, plaintiff suffered life-threatening injuries and damages, requiring extensive medical care and treatment. As a further proximate result, plaintiff has suffered and will continue to suffer significant medical expenses, pain and suffering, and other damages.

Manufacturer narrative:
Complaint conclusion: it was reported that the patient received an optease inferior vena cava (ivc) filter. Per the medical records, the indication for placement was bilateral pulmonary emboli and bilateral deep venous thrombosis. The optease inferior vena cava filter was deployed proximal to the ostium of the left renal vein. This was noted to be in excellent position by fluoroscopy. The filter subsequently malfunctioned and caused injury, and damage including, but not limited to: tilt, perforation and fracture of the ivc filter struts. Per the patient profile form (ppf), the patient reports fracture of the ivc filter struts, perforation of filter strut(s) outside the ivc, tilt, and device unable to be retrieved however no retrieval attempt is documented. These injuries have caused emotional distress, mental anguish, anxiety and stress. The filter remains implanted; thus, unavailable for analysis. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the filter tilt reported could not be confirmed. Additionally, the timing and mechanism of the filter tilt is unknown. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. The instructions for use (IFU) states filter fracture with perforation is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. It was reported that there was perforation of the ivc; however, a clinical conclusion could not be determined as to the cause of the event. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Anxiety does not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
It was reported that the patient underwent implantation of a cordis optease inferior vena cava (ivc) filter. The indication for filter placement is not available. The filter subsequently malfunctioned and caused injury, and damage including, but not limited to: tilt, perforation and fracture of the ivc filter struts. The filter remains implanted; thus, unavailable for analysis. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The instructions for use (IFU) states filter fracture is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. Without procedural films for review, the filter tilt reported could not be confirmed. Additionally, the timing and mechanism of the filter tilt is unknown. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. It was reported that there was perforation of the ivc; however, a clinical conclusion could not be determined as to the cause of the event. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Ivc perforation from removable filters is relatively common, and directly related to how long the filter has been in place. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
The filter subsequently malfunctioned and caused injury, and damage including, but not limited to: tilt, perforation and fracture of the ivc filter struts. As a direct and proximate result of these malfunctions, plaintiff suffered life-threatening injuries and damages, requiring extensive medical care and treatment. As a further proximate result, plaintiff has suffered and will continue to suffer significant medical expenses, pain and suffering, and other damages. The following additional information was received per the patient¿s medical records: the indications for placement were bilateral pulmonary emboli and bilateral deep venous thrombosis. The optease inferior vena cava filter was deployed proximal to the ostium of the left renal vein. This was noted to be in excellent position by fluoroscopy. According to the information received in the patient profile form (ppf), patient became aware of the reported events approximately 12 years post implantation. The patient reports fracture of the ivc filter struts, perforation of filter strut(s) outside the ivc, tilt, and device unable to be retrieved however no retrieval attempt is documented. These injuries have caused emotional distress, mental anguish, anxiety and stress.

Manufacturer narrative:
Additional information was provided and is available in: section a2 (age at the time of event, date of birth) section b3 (event date) section b5 (event description) section b7 (relevant history race and medical history) section d1 (brand name) section d4 (model, catalog, lot number, and expiration date) section d11 (concomitant medical products and therapy dates) unknown 5 french 11cm sheath cordis 5 french jr 4.0cm unknown 6 french 11 cm standard sheath unknown 5 french double-curved catheter section g4 (date received by the manufacturer and PMA/510(k) number) section h6 (evaluation codes) the implant date was confirmed to be accurate. Additional information is pending and will be submitted within 30 days upon receipt.